Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) under infused during infusion. The patient was connected during this event and had vancomycin ordered. The device was programmed to infuse 250ml over 1 hour via a secondary bag followed by 25ml normal saline flush via a primary bag. The registered nurse (rn) went in to check on the patient and it was observed that the pump stated it had 2 minutes left until the secondary infusion was complete, however half the bag was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 02/28/2025 which was listed in the original report) additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were found to be within the product specification range. An upstream occlusion sensor test was performed, and the test passed. A flow rate accuracy test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.